Manufacturer narrative:
Results: the complaint for ¿ineffective stimulation¿ was confirmed. Microscopic inspection of the paddle lead (3245) revealed all wires were detached from the electrodes on the paddle. The detached wires could have caused a change in the systems stimulation output. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported diagnostic testing revealed invalid impedance readings on multiple lead contacts. Subsequently, the patient (B)(6) underwent surgical intervention on (B)(6) 2015, where the lead was explanted and replaced with a different model. The patient regained therapy postoperative.

Event description:
It was reported during surgical intervention (B)(6) 2015, the physician electively explanted and replaced the patient's entire scs system. Effective stimulation therapy was reportedly regained postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.